Manufacturer narrative:
Device passed the self test and displacement test. No time or clock anomaly noted during test. Device received with minor scratched lcd window and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was losing time or minutes. They also reported that the insulin pump had scratches or scuffs on the display. The device will not be returned for analysis.